Manufacturer narrative:
H3: one device was received for evaluation. The device had not been in for service in the review period. Functional and visual tests were performed. A damaged downstream occlusion (dso) nub was identified, and the device did not meet specification. The dso sensor will be replaced to solve the issue.

Event description:
It was stated that the device had a cassette sensor flat. The event occurred during testing. There was no patient involvement and no harm/adverse event was reported. Analysis of the device identified a damaged downstream occlusion (dso) sensor.